Event description:
It was reported by a patient that their vns "influences their heart". It was stated the patient has had a bovine mitral valve replacement and when the device stimulates, the patient's heart seems to flutter. It was also reported that his heart pulse rate stays at 68 now when it used to be at 58. Further information was received from the representative after following up with the patient that the patient did not have any issues during the initial settings after surgery and only after dosing up until last week, and that all of the patient's issues had resolved. No additional relevant information has been received to date.